Event description:
Device history records were reviewed and the generator was confirmed to be hp sterilized. There were no unresolved nonconformities identified prior to distribution.

Event description:
The patient underwent generator replacement surgery. The patient received cardiac clearance before surgery. However, after the surgery the patient presented to the ER with bradycardia. The patient's autostimulation was not programmed on. No other relevant information has been received to date.